Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient (unknown race and ethnicity) with postcardiotomy cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs). The impella implant was noted as uneventful and the patient was additionally placed on extracorporeal membrane oxygenation due to a weak right ventricle and a weak lung. While on support the patient experienced access site bleeding and had a purge fluid leak. Approximately, four days after start of the report is when the patient had an access site bleed and was administered "at least" two units of red blood cells. Hemostasis was not achieved, however. Additional action taken as a result of the event is unknown. However, it was noted that purge fluid was leaking from the red impella plug (not at the filter and not at the yellow luerlock), and purge values were within the normal rang. It was explained, however, that it was impossible to understand whether and how much purge fluid is still flowing through the motor gap, and the pump can stop at any time. Pump replacement as soon as possible was recommended and to closely monitor the motor current until then. Extensive discussion about escalation was made, as the patient still had a relatively high catecholamine requirement. The decision on escalation was to be made the following day. The following day, however, the patient would expire. The patient was in multi-organ failure (mof) and care was withdrawn. The patient required extracorporeal life support along with impella mcs and would pass away nine days after start of support it appears because of mof. No further details regarding the final outcome of the bleeding event and purge fluid leak were provided. Given the impella-related events, there is not enough information to exclude the impella device as a possible contributing factor of the patient's outcome.

Manufacturer narrative:
The investigation of access site bleeding and purge leak ¿ pump has been completed. The pump was returned for investigation. A data log was not provided for the case run. No physical abnormalities were observed on the returned product. The repo sheath was found sutured through the catheter, and this is where the leak was reproduced. The catheter was further cut down, and the damaged purge line was observed leaking. The purge pressure was within specifications during testing due to the slow leak. The leak inside the catheter could reach the red handle, as mentioned in clinical details. The cause of the purge leak was damaged purge tubing at the 75 centimeter mark due to the application of inappropriate sutures. The cause of the access site bleeding issue was patient condition related to coagulation disorder. No heparin was given in the purge fluid at the time of bleed. D.9 date device returned/information was added. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ e.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25932 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 code 4641 was reported incorrectly on initial manufacturer device report number 1220648-2025-25932. H.10 additional manufacturer narrative instructions for use were inadvertently omitted from the previously submitted manufacturer device report number 1220648-2025-25932 and were added.